Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. This device is used for treatment.

Manufacturer narrative:
Product development event evaluation is reported as follows: the design is appropriate for the intended use. The system includes a variety of bone screw sizes lengths and diameter and multiple rod material options 3 materials for different patient needs per the surgeon''s preference. The interface of the screw, rod, and locking cap is designed and tested according to requirements.

Event description:
Osteoporotic patient diagnosed with scoliosis and debalancement on the left convexity portion of the spine. Surgery performed in the context of spondylolisthesis l4-l5 with matrix screws, rods, locking caps and transconnector at l3 to l5. Surgeon noted that the right l3 pedicle screw had pulled out of the bone. Patient underwent revision surgery. During hardware removal, the l5 locking cap became stuck and stripped in the head of the screw. Several instruments were used to remove the l5 locking cap, screw and rod. It is unknown if the l5 cap, screw and rod was on the patient's left or right side. Patient was revised to uss dual opening system from l2 to l5 with hooks in l5. This is the 4th of 5 reports submitted on this event.